Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial baseplate. Op notes and x-rays were requested from the site and if received, the evaluation summary will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that the subject is enrolled in the (B)(4). Crf's were received for the study indicating that the subject's prior knee system was stryker and was revised with the triathlon ts knee system. Malpositioned femoral and tibial component; failed femoral and tibial component.